Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that after startup the ventilator has three alarm activity with alarm sound, vent inop, motor fault: error log details: motor fault post dac or adc error alarm circuit disconnect alarm low pip alarm low ve. No patient involvement.